Event description:
On (B)(6) 2017, the 1104bt icp/temperature catheter was placed and working from midnight to 3 am, and then was reading -33; it read cable out of range. There was no change in the patient¿s condition. The monitor was unplugged and a different monitor was tried but could not get it to work. It is unknown if there was any patient injury or death alleged. Unknown if revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Investigation completed 09/25/2017. A review of lot 3050rx321425 indicates that lot met requirements. Mfg. Date: 19-feb-2015, expiration date: 28-nov-2017. Complaint history, model 110-4xxx, from (B)(6) 2015 through (B)(6) 2017 reviewed; there were 65 other complaints that issued with complaint code (B)(4), and 14 of them were confirmed. (B)(4). The reported customer complaint that the catheter was not working was confirmed. The root cause of the reported complaint appears to be the result of inappropriate use of the device by the end user. This conclusion is based on the catheter appearance. The catheter sustained an excessive bend towards the catheter distal end and optical fiber damage was found at this bent location. The dfu included with each camino catheter monitoring kit cautions the user ¿extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer¿ and to ¿exercise caution when handling the catheter¿.